Event description:
Procedure: urological/gynecological. According to the rptr: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. It was reported by the pt¿s attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain, suffering, has sustained permanent injury, permanent physical deformity, vaginal pressure, vaginal bleeding, dyspareunia, and has undergone an add¿l corrective surgery.

Manufacturer narrative:
(B)(4). Add'l info: catalog # 486020.